Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported they set up the pump module to switch from the regular concentration to the double concentration of vasopressors. They persistently received a patient-side occlusion message and a message to check the safety clamp. Another pump module being used at the time was not having the same issue. The patient's status was labile. A new pump module was requested as well as new tubing, and new double concentrated medication. When the start key was pressed on the newly obtained pump module, they immediately received the same messages, despite multiple trouble shooting actions and checking the patient's line with another rn. The customer then had to go back to the original pump module and reprogram with a new concentration. The patient lost their pulse, went into pulseless electrical activity, and required CPR. The pumps were taken out of service and tagged for biomed.